Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that in addition to all three icons (charge pak, attention and service wrench) being present on the display, that the device would not power on when prompted. Physio opened the device for an internal inspection where it was observed that water had infiltrated the device casing resulting in corrosion and rust. This caused components, contacts and lands to become shorted, which allowed current to flow and depleted the internal hybrid layer capacitor (hlc) batteries and charge-pak. The cause of the reported issue was use error; the device was exposed to water which severely damaged the device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.